Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v925807, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# v911605, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient had an MRI scheduled and requested guidelines. The patient had complained to her physician that the stimulator felt as though it had moved. It had felt that way for a few months. It gave her annoying pain and the patient felt as if something was jabbing her. She thought this was the reason for the MRI, but she was unsure. The patient was redirected to her physician. Additional information was requested, if received a follow up report will be sent.

Event description:
It was further reported that the patient had no concerns with her device or therapy. The patient had an appointment with a physician on (B)(6) 2014.